Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 16 units. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, air was not removed from the cartridge and the cartridge was filled with cold insulin. Blood glucose level was 300 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received insulin therapy.